Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107, a. Urinae misidentified as m. Lylae. One specimen affected. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting misidentification of a. Urinae as m. Lylae, specimen number (B)(6)."

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of aerococcus urinae as aerococcus lylae when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. The customer returned isolate was not viable and not used in investigation testing. It is to be noted that complaint batch 2333610 was unavailable for investigation testing, and a comparable batch (3024078) was used. To investigate, two retention panels each from complaint batch 3024078 was tested using in house isolates a. Urinae pos 1569 and a. Urinae pos 1570 on a phoenix m50 machine and evaluated for identification results. All four panels identified as a. Urinae, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch, two of which are related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107, a. Urinae misidentified as m. Lylae. One specimen affected. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting misidentification of a. Urinae as m. Lylae, specimen number (B)(6)."